Event description:
It was reported that the procedure was to treat a heavily calcified right common iliac artery. The 6.0x19mm ominlink elite was advanced to the target site; however, when attempting to inflate a leak was observed outside the patient at the connection site between the device and unspecified indeflator. Therefore, the device was removed and a new unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
B1: adverse event added. B2: required intervention added. B5: updated. H1: updated to serious injury . H6: 2199 removed and code 4641, 2577 were added.

Event description:
Subsequent, to the report filed it was confirmed the omnilink stent was deployed with only being partially inflated; however, an unspecified armada 35 balloon was used to fully expand the stent at the correct location. No additional information was provided.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported leak/splash was confirmed. The reported difficult or delayed activation could not be tested due to the device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.